Event description:
During a colonoscopy, a cook acusnare polypectomy soft snare was used for polypectomy. The doctor attempted to remove the polyp using the cook snare device. When diathermy was applied, no current reached the polyp site. Additional info provided stated the doctor decided it was not worth removing such a small polyp. The doctor abandoned the polyp removal as he thought it was unnecessary to use another device that was available. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advised the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. And insecure connection could contribute to difficult with current application. Before using the acusnare, the instructions for use instruct the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct he use not to use the active cord. Prior to distribution, all acusnares are subjected to a visual inspect and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved metal mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the qual engineering risk assessment. Qual assur will continue to monitor for complaint trends and reassess the risks assessment results as post market feedback continues to become available.